Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the peroneal artery. The 3.0x120mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance to the target lesion. The balloon was inflated; however it would not reach nominal pressure. The catheter was removed from the patient without resistance and a hole was noted on the balloon. Another armada 14 dilatation catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. Based on observations from the returned analysis, it is likely that the rupture occurred due to interaction with lesion calcification or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.